Event description:
Patient allegedly suffers from severe and rapid loss of cartilage in his left shoulder, resulting in loss of range of motion, loss of functional use of his arm, following the use of a pain pump in surgeries in 2006, after which an accufuser pump was allegedly used, and seven months later, after which an I-flow pump was allegedly used. Total shoulder replacement surgery was performed the following year.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established casual relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." It was also reported that epinephrine was used in the pump. The directions for use for the painbuster pump contains a warning that states: "vasoconstrictors such as epinephrine are not recommended for continuous infusions." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.